Event description:
It was reported that during a craniotomy procedure the navigation software surface refinement function did not work and was not accurate. No adverse consequences or clinically significant delays were reported with this event.

Manufacturer narrative:
The reported event that the surface refinement couldn't be calculated can be confirmed based on system log file evaluation. It was identified that the mask registration which was performed to register the patient was performed on deformed skin which leads to inaccurate registration at the back of the head as the real patient don't match the virtual one in the navigation system. The skin deformation was caused due to the patient being strapped during scan. The performed surface registrations were located within the patients¿ brain instead near the skull surface. This is indicating an inaccurate registration or patient tracker movement relative to the patient. The distance of the collected point cloud is multiple centimeters. The distance and the fact that the surface for surface registration was the skull on the back of the head which isn't unique is the cause why the calculation failed.

Event description:
It was reported that during a craniotomy procedure the navigation software surface refinement function did not work and was not accurate. No adverse consequences or clinically significant delays were reported with this event.